Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) experienced artifact/oversensing during tachycardia episodes. It was further reported that the device experienced undersensing of r-waves during pause episodes. The device remains in use. No patient complications have been reported as a result of this event.